Manufacturer narrative:
No malfunction of motorized wheelchair suspected. The end user reported while stationary in the power wheelchair with the unit powered on, she leaned over and caught her sleeve on the joystick, causing the unit to move and she cut her leg on a dresser. End user reported being hospitalized due to a (B)(6) infection she previously contracted, and her physician was guarding against the infection spreading to the cut on her leg. The owner's manual warns, "when seated in a stationary chair, press the power button to off." "Do not wear loose clothing or jewelry." "For example, a loose bathrobe sleeve or bracelet can accidentally get caught in wheels or catch and move the joystick causing the power wheelchair to move unexpectedly." "Always use the seat belt."

Event description:
End user alleges while sitting stationary in the motorized wheelchair with the unit powered on, she leaned over, her sleeve became caught on the joystick causing the unit to move. End user was not wearing a seat belt. Allegedly, she struck a dresser and cut her leg, as a result of the incident. The end user was hospitalized.